Manufacturer narrative:
Continuation of d10: dtbb1d4 crt-d implanted:(B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had a high voltage fracture, high/undefined rv coil impedance, rv coil impedance spike, low rv coil impedance, high/undefined superior vena cava (svc) coil impednace, svc coil impedance spike, low svc coil impedance. Additionally the left ventricular (lv) lead had an alert for high/undefined pacing impedance. The rv lead was reprogrammed and later replaced, and the lv lead is no longer in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had a high voltage fracture, high/undefined rv coil impedance, rv coil impedance spike, low rv coil impedance, high/undefined superior vena cava (svc) coil impedance, svc coil impedance spike, low svc coil impedance. Additionally the left ventricular (lv) lead had an alert for high/undefined pacing impedance. The rv lead was reprogrammed and later replaced, and the lv lead is no longer in use. No patient complications have been reported as a result of this event. It was additionally reported that the rv lead exhibited high undefined pacing impedance. The lv lead was capped and a left bundle branch lead was placed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.